Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient received the following results on the aviva system within 10 minutes: 40 mg/dl and 80 mg/dl. The patient was sweating and had symptoms of hypoglycemia. The patient's wife treated him with orange juice. Return of the suspect device was requested for evaluation.